Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr). Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report recurrent mitral regurgitation, requiring an additional mitraclip procedure. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted with no reported issue, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2023, the patient returned with recurrent mr of grade of 4. An additional mitraclip procedure was performed to treat recurrent mr. No additional information was provided.